Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The patient reported that upon application of the pod, they did not hear the "clicks" and did not feel a "pinch" but they are able to see the cannula after the pod was removed. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.